Event description:
It was reported that a procedure was performed in (B)(6) , on (B)(6) 2021, utilizing the reform pedicle screw system. While tightening a lock screw, three lock-screw torque drivers (39-rd-0060) broke. The tips were all removed, and the lock screw was successfully tightened using another driver, readily available, with the torque limiting handle. There was no injury to the patient reported.

Manufacturer narrative:
Patient information: unknown. Occupation: (B)(6). Device evaluation: although information provided indicates that the product will be returned, it has yet to be received by the manufacturer. Once received and investigation is complete, a follow-up medwatch report will be submitted. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2022-00002, 3005739886-2022-00003).

Event description:
It was reported that a procedure was performed in (B)(6), on (B)(6) 2021, utilizing the reform pedicle screw system. While tightening a lock screw, three lock-screw torque drivers (39-rd-0060) broke. The tips were all removed, and the lock screw was successfully tightened using another driver, readily available, with the torque limiting handle. There was no injury to the patient reported.

Manufacturer narrative:
D4 lot # - corrected from 2411it01 to 24111ty01. H3 device evaluation - the driver's fracture surface is skewed relative to the driver's axis and include multiple fracture planes. The failure is suspected to be due to a combination of torsion and bending moment application, the investigation notes that the most recent shipment of torque limiting handles (39-ch-0008) to wafacare was in september of 2019. It is not known if the torque handle used was within device specifications of 106 in-lbs. ± 10%. Prior testing of the design included a minimum failure load of 170.8 in-lbs. Which is well above the torque specification. Although it is unknown if the torque handle was within device specification, the fact that this distributor is not reporting an unusual number of failed drivers would suggest that the handle remains within specification for torque release. Review of device history records found a total of thirty-one (B)(4) pieces of this lot released for distribution in june of 2021 with no deviations or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are being recommended at this time. This report is number 1 of 3 mdrs filed for the same event (reference (B)(4)).